Event description:
Medical affairs spoke to the pt in 2004 and obtained the following info. The pt said that in 2004, they tested their blood sugar before dinner with a result of 536 mg/dl. They took 14 units of humalog (6 units-set amount and 8-units-per sliding scale.) The pt then ate a light dinner and went to the movies. The pt was not able to read the subtitles so they went to another theater. Someone walked into the theater and found them slumped in the chair. They attempted to give them soda but they were unable to drink. The paramedics were called, they tested their blood sugar when they arrived and the result was 20 mg/dl. They were given a glucose IV. Their blood sugar was retested and their result was 147 mg/dl. They did not go to the hosp because they said they felt better. The pt estimated the time difference from when they took the insulin until becoming hypoglycemic was 25 minutes. The pt stated that the readings from earlier that day were normal. They also reported that they are a brittle diabetic and that their blood sugar levels can fluctute. It was discovered during troubleshooting that the pt was storing the test strips improperly. They stated that the test strip vial that they had was cracked, so they took their strips out of it and placed them into another container. Based on the info provided by the pt, the meter did not malfunction, however the test strips may have been falsely high due to improper storage. It does appear that the pt suffered a serious injury due to taking more insulin than necessary and having a hypoglycemic reaction. The meter is being replaced for the pt. No further info has been provided.